Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "multiple system messages displayed" (device displays error message). The nurse reported multiple system messages displayed with two different handpieces. The system was switched out and the case proceeded as planned. The same handpieces were used with no problem noted. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. The system message was found in the event log. The remote control batteries were replaced and disposed off. The system was then tested and met all product specs. (B) (4). (B) (4).